Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blurry image was a video function did not work properly due to the broken fiber from physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the adhesive on the bending section rubber was detached and the image guide bundle had significant breakages. The suction volume did not meet standard value and water tightness was lost due to damage to the channel tube. The dsital end had a burn and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis eus ultrasound bronchofibervideoscope had blurry image and the channel was leaking. The issue was found at a repair center. There were no reports harm associated with the event.